Event description:
Hcp reported refill injected into pump pocket. Pt began to "feel funny." Overdose info was faxed to hcp. No report of device explantation. A follow up report will be sent when additional info is received.